Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the left ventricular - lv lead, the lv lead dislodged. The physician attempted to reposition the lv lead and was unsuccessful. The lead was not used and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were dislodgment and unable to implant. As received, a complete lead was returned for analysis. Electrical, visual, and x-ray inspection was normal and no anomalies were found.